Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to disconnect the female connector of a minicap extended life pd transfer set from the patient line of an amia cassette. This was observed before peritoneal dialysis therapy. It was further reported that the "blue part from the transfer set got stuck into the patient line". No damage was noted on the transfer set. The transfer set was in use (4) days and was replaced due to this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a1: patient identifier, h3, h6 and h10. A1: patient identifier: during follow up, it was clarified that the patient identifier is unknown (previously submitted as mv). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.